Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with cracked keypad overlay, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test. However, pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at electrical board at keypad assembly. Pump error found in the pump history due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm and able to rewound the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.